Manufacturer narrative:
The subject device was returned for evaluation. Functional testing resulted in the deployment of proud fasteners. The subject product was found to have been returned with the tack setback out of sync. This condition is not indicative of the as manufacture condition. No manufacturing anomalies are found. Evaluation of the sample finds the fasteners did not fixate the mesh as reported. Based on the sample evaluation and investigation performed, the most likely root cause is the event occurring during user/device interface, however a definitive root cause has not been established. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2020. The instructions-for-use (IFU) include with the device recommends the following: "place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. Avoid excessive trigger force as this may damage the device." The IFU also states " if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the bard/davol sorbafix enhanced fixation device was being used to fixate a bard/davol 3dmax mesh during a laparoscopic inguinal hernia repair procedure on (B)(6) 2021. The surgeon reported that the fasteners were not securing/device was not working right. As reported, the device was not being fired into a hard structure and adequate counter pressure was applied. The product packaging was in good condition and the temperature indicator had not been activated. Another bard/davol sorbafix enhanced fixation device was brought to the field and the case was completed without difficulty. There was no reported patient injury.